Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Patient reported her freedo60 pump malfunctioned, the pump "came off" and hit the patient in the head, and her syringe (10gm pfs) popped out. Pump is broken and will not work. Pt states this is not the first time her pump is broken, she is requesting 2 pumps, one as a backup. Unknown if doctor is aware. No missed doses or adverse events reported. Unknown if on hand for return. No additional information reported. Pump serial number: (B)(6).